Event description:
Caller reported an issue with low blood glucose, reaching 50 mg/dl, which was due to biq/ciq settings. There was no adverse impact to the customer's blood glucose level, as the customer consumed carbohydrates to address the low level. Cts assisted the caller in updating basal rate and biq/ciq settings, recommending consultation with the customer's healthcare provider for future updates, which the caller acknowledged.